Event description:
A biomed mgr reported that a physician was trying to put the catheter in the needle and met resistance when he went to inject the anesthetic. When the catheter was removed from the pt, it appeared to be flattened and stretched. The tip of the catheter was bent. The tip of the catheter snapped off in the clinicians hand. There was no pt injury reported or medical intervention performed.

Manufacturer narrative:
The sample has not been rec'd for eval. Upon completion of the eval, a f/u report will be submitted. Review of the prod reporting database revealed no similar reports have been rec'd for lot# gd806034.